Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Exit suture due for removal from medcomp central line. Suture wrapped tightly around line, used a suture removal kit. After suture removal patient became anxious, short of breath, with chest discomfort. Dr. Came and assessed placed immediately on oxygen and placed on her right side. We were able to determine that there was air in lumen of central line, later found a small hole in line near exit site. Line promptly removed by md. Pt kept for 2 hours post line removal and was discharged from clinic stable. Placed on oxygen and placed on right side central line immediately removed. Once line removed symptoms resolved.

Manufacturer narrative:
The silicone hemo-cath was returned for evaluation. Visual inspection confirms the complaint as a leak of the lumen is noted approximately 3.5 cm from the hub. Approximately 0.3 cm distal to the leak the lumen is scratched and scuffed. It was determined this was caused by a suture that was tightly wrapped around the lumen. The suture wing on the catheter was not used to secure the device to the patient's skin as per the instructions for use. Under magnification it can be seen that the hole is smooth, indicative of being cut with a sharp instrument. The patient reaction is reported to have begun immediately after suture removal. It is possible the lumen was accidentally cut during suture removal. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacture process includes a 100% leak test performed as a last step in the process. This test would have detected any gaps such holes, tears or non-bonded unions that could lead to an assembly detachment or malfunction. A definitive root cause cannot be determined but is not likely manufacture related. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.